Manufacturer narrative:
Sep. 2016 - rtc card was returned to syneron for investigation. Oct 2016- investigation in process.

Event description:
On september 13, 2016, syneron ra was made aware of possible adverse event following treatment with elos plus system and sublime applicator at the (B)(6). Incident date is unknown at this point. Female patient underwent treatment on neck area and sustained shocking sensation that caused two localized burns on the treated area.